Event description:
At the last pump refill visit in 2009, they made a 40% reduction in the patient's dose; the reason for the reduction was unknown. The patient subsequently experienced increased baseline spasticity; although, according to the nurse, this was hard to tell because the patient was really tight; the patient stated that she felt like there was an increase. The patient was also itching all over and had increased irritability. It was unknown if there were other medical issues. The patient was admitted to the hospital. The nurse stated that the doctor managing the case at the hospital did not know anything about baclofen or pumps. She stated that the doctor was not going to do anything tonight, but monitor the patient and continue to contact the managing physician or work with pain physician in the morning. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.